Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible there was a malposition of the device or friable tissue, because without the suture anchored, the suture will not release normally out of the bearing. Additionally, issue with the device is possible; however, these cannot be confirmed as the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after an interventional electrophysiology procedure with a 10f sheath. Reportedly, after device deployment, during suture harvesting the suture got caught on the o-ring/suture bearing. The suture was then cut [to remove device]. Manual compression and figure 8 stitching was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.